Event description:
Complainant alleged that during the incoming inspection of the product, the device would not connect to the multifunction cable. The complainant indicated that there was no pt involvement in the reported failure.